Manufacturer narrative:
The patient's meter was returned for investigation. The display assembly was removed and replaced with a retention display assembly. The meter performs as expected with with retention display assembly. The returned display was found to be defective, however, the lines on the display do not obscure an area where patient results are displayed.

Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue from an accu-chek inform ii meter serial number (B)(4) that may impact the interpretation of patient results. The customer stated that there are black horizontal lines that are randomly criss crossing the display. The black lines were crossing through the patient result field along with the patient ID field and the test time field. This could affect the interpretation of patient results. The customer stated that no patient results were known to have been misinterpreted due to the issue. The meter showed no visual signs no damage. There was no allegation of an adverse event.